Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was used, not in original packaging, and decontaminated. The battery door was missing, the lens was scratched, the latch handle was bent, the dso seal was peeling, and the uso seal was worn. Functional testing was performed, and the reported issue could not be replicated, but the problem was found in the event history log and error log. The root cause could not be determined, but the most probable root cause was a faulty board. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com., corrected data: corrected data: while performing a review of the file, 3012307300-2023-08813 is considered a reportable malfunction.

Manufacturer narrative:
Other text: while performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0206713 is no longer considered reportable, an MDR report will be filed to retract any reports associated with it.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited error code 46828. An accuracy test was performed which yielded 1 ml below desired output. It is unknown if there was patient involvement, no adverse patient effects were reported.